Event description:
It was reported that during a kidney resection procedure, the device was fired on an unk firing and they had trouble getting it off. Unk how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2010. Info anticipated, but unavailable at this time.